Event description:
It was reported that the patient went to the emergency room for severe back pain. The patient was hospitalized. It was also reported that the patient had arthritis. Additional information has been requested from the hcp, but was not available as of the date of this report.